Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a no delivery alarm during a bolus. The customer's blood glucose was 153 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was also unable to exit with a push plunger and there was greater than normal resistance. Customer was advised their reservoir/infusion set connection may be severed. The customer was able to resume insulin pump therapy by changing out their insulin, reservoir, and infusion set. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.